Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the low volume pre-pump bloodlines were used for treatment with a fresenius 2008 hemodialysis (hd) machine when the venous chamber filled with blood and they "tried to remove it but were unsuccessful." Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. It was not stated during initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The customer sent a photo where air can be observed at the bottom of the venous chamber; therefore, the alleged incident was confirmed with the photo received. However, with this photo it is not possible to identify any defect in the venous chamber that could be related to the alleged malfunction or identify how the failure mode was generated since the complaint product sample was not provided for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
It was reported to fresenius that the low volume pre-pump bloodlines were used for treatment with a fresenius 2008 hemodialysis (hd) machine when the venous chamber filled with blood and they "tried to remove it but were unsuccessful." Upon follow-up, it was reported that the patient did not experience an adverse event, serious injury, or require medical intervention as a result of the reported issue. The patient did not experience blood loss and they were able to continue treatment without issue. No parts were returned to the manufacturer for a physical evaluation.